Event description:
It was reported that the defibrillator experienced a "self-checking failure". Further information was provided that involved a "capacitance issue". There was reportedly no patient involvement.